Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during an arthroscopic procedure on the right shoulder, the tip of the unit broke off into the pt. It was further reported that the broken piece was extracted from the pt. The procedure was delayed about one minute.